Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their back or hip had been hurting on the right side of their coccyx for about a month prior to the report. The patient was also having trouble recharging their implantable neurostimulator (ins) and could not start a recharging session. The patient was tired and in a lot of pain. The patient wanted to meet with a manufacturer representative to get their ins charged. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.